Event description:
It was reported the patient's system controller screen wasn't working after the system controller was accidentally pressed against a hard object. The pump running symbol was noted to be illuminated, and a self test was performed successfully, however the screen was all white and would not display any information. The patient had no symptoms. The system controller was exchanged. Log file review was requested which revealed no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.